Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-13. H.6. Investigation summary: this statement is to summarize the investigation results regarding a complaint that involved bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 2348238. The customer reported multiple lines appearing for the product 256088. When inserting the cartridge into the analyzer it reported flu b positive for the patients. However, during pcr testing for confirmation, the same patients were reported covid positive. The customer confirmed proper methods of sample collection. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided, results were acceptable, and no relevant issues were found. Positive control swabs and negative extraction reagent tests were performed on the returned products. All the devices tested had typical intended results. No discrepant results or issues were identified. This complaint was unable to be confirmed. The root cause could not be determined. Currently no adverse trend for discrepant results was identified. H3 other text : see h.10.

Event description:
It was reported that during use with the bd veritor ¿ sars-cov-2 & flu a+b, discrepant results were obtained. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer reporting multiple lines appearing for product 256088 lot no. 2348283.

Manufacturer narrative:
Eua(B)(4). B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that during use with the bd veritor ¿ sars-cov-2 & flu a+b, discrepant results were obtained. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer reporting multiple lines appearing for product 256088 lot no. 2348283.